Event description:
Information received from a consumer regarding the delivery of dilaudid (compounded; 2mg/ml, 0.5mg/day) in a pain pump. Two weeks after implant ((B)(6) 2014), the patient experienced infection symptoms and was taken to the hospital where he "died three times, but eventually made it out." The patient had methicillin-resistant staphylococcus aureus (mrsa), "sensus", and a third infection which was unknown. The patient claimed to have gone through 38 intravenous "bags to his jugular." The infection was stated to have been gradual. The cause of the infection was unknown. The entire system was subsequently removed (unknown by whom). History: non-malignant pain, lumbar radiculopathy

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).